Event description:
A malfunction was reported with the pump, identified as malfunction code 0, and the customer received instructions from technical support to reset the pump. There was no reported impact on the customer¿s blood glucose level, but further information was not provided by the customer regarding specific blood glucose measurements. Technical support assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.